Event description:
During the current interrogation it was observed that it was no longer possible to measure the leads and the device shows the eos status. The ICD was replaced. Should additional information be received, this file will be updated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.